Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeon's desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. T2 is not present, but the device appears to have been used. The absence of t2 during the assembly process would be highly evident during subsequent assembly steps. Based on the condition of the returned device and the isolated nature of the failure, no root cause related to the manufacturing process can be established. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. UDI# (B)(4).

Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4).

Event description:
It was reported during a meniscal repair procedure, after the t1 was implanted, that the t2 was missing from the device. T1 was successfully retrieved. No patient injury or complications were reported.